Event description:
A patient was implanted with a mitroflow lxa on (B)(6) 2014. On (B)(6) 2018 the valve was explanted due to premature degeneration. Medical records reports ¿premature stenosis ¿, with evidence of svd. Patient was not able to recover (permanent injury).